Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--health effect ¿ clinical code corrected from "1757" to "4582". The lot#: 3000329421 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device discarded.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000329421 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 began to smoke at the end of the case. There was smoke coming from the tips of the jaws and they experienced delayed burning. Hospital always has the power set to 3. There was no excessive use or power timeout. The device did not remain with the power activated, it was simply that the harvester suddenly noticed a lot of smoke from the jaws of the device and quickly removed it from the leg. The cautery was not inadvertently activated without tissue between the jaws. There were no tissue stuck in the jaws. The harvester cleans the jaws out as needed and is very conscious of this. It just started smoking at the tip. The jaws looked normal on inspection after the incident. The heater wire was not visible. There was no excessive cautery use. The harvester cleans the jaws out as needed and is very conscious of this. The jaws were never glowing or orange color. Nothing broke off or detached from the device. The case was finished with a new device and there was only a few minutes delay in opening another kit. There were no patient affects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 began to smoke at the end of the case. There was smoke coming from the tips of the jaws and they experienced delayed burning. Another kit was opened to complete the case. No procedure delay. There were no patient affects.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.